Manufacturer narrative:
Device passed displacement test, sleep current measurement, active current measurement and selftest. Unit was monitored and functioning properly. No unexpected battery power loss, no blank display, no pump error alarm during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had multiple insulin pump error and power loss alarm. The customer¿s blood glucose level was 150 mg/dl at the time of the incident. Customer reported that the insulin pump had blank display. Customer reported that the display returned after insulin pump restart. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.